Event description:
The customer reported a failure to acquire a leads during a 12 lead ECG. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to acquire a leads during a 12 lead ECG. There was no patient involvement. The device was evaluated by a philips field service engineer. The reported symptom was reproduced - v4 and v6 were intermittent. The issue was isolated to the trunk cable. The trunk cable was replaced to resolve the issue. The device passed all testing and remains at the customer site for use.